Event description:
It was reported to boston scientific corporation that a mantis clip was used in the cecum during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, clip did not detach after deployment. The physician had to repeatedly rotate the catheter until the clip was successfully released. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.